Event description:
It was reported that during a ptca stenting treatment procedure, the tip of the pt2 moderate support guidewire fractured. The pt was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion at the anastomotic site of a previous saphenous vein graft. The lesion was approached via the extremely tortuous saphenous vein graft to reach the lesion in the obtuse marginal branch of the circumflex coronary artery with numerous successive bends and right angle turns. The small obtuse marginal branch was crossed and stented with a pixel 2.25m stent at 12 atms. Even after stent deployment, the distal flow was noted to be severely diseased with poor flow. The pt2 moderate support guidewire prolapsed resulting in a tip fracture which embolized distally into the obtuse marginal branch. The physician was unable to remove the pt's moderate support guidewire tip, but the event was "without sequela", therefore no add'l intervention was attempted. A dissection in the distal circumflex was then sequentially stented with a vision 3.0/13m stent and a driver 3.5/9mm stent with less than 20% residual stenosis and timi iii flow. The procedure was considered successfully completed and the pt was discharged with a recommendation for plavix therapy for one month as well as aggressive medical therapy for coronary artery disease. The pt was hospitalized one day later and returned to the cath lab with chest pain. Angiography showed no problems with the coronary arterial flow. The pt was sent for CABG due to extensive disease not amenable to ptca treatment. The pt's current status is listed as "stable."